Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was receiving an unknown drug at an unknown dose via intrathecal drug delivery pump for non-malignant pain. Pump logs indicated that the catheter was revised (B)(6) 2018. There were no reported symptoms. No further complications were reported.